Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 implantable pulse generator (ipg) - implanted: (B)(6) 2011. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead¿s r-waves have diminished. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that telemetry from the device shows no markers and that there is pacing on the t-wave. It appears to be undersensing ectopy of pvc (premature ventricular contraction). It was recommended to decrease sensitivity number for the right ventricular (rv) lead. No patient complications have been reported as a result of this event.